Manufacturer narrative:
Discrepant results (accuracy) comparison of inratio test with lab results provided by end-user at the time complaint was filed: date: (B)(6)2009, inratio: 5.4, ref: 3.7, mean: 4.55, confidence limits: 2.5-6.5. Per event details, pt being tested (B)(6) the time of testing between inratio and ref result is not indicated. Three hours is considered a reasonable length of time between two readings in order for comparison to be valid. The mean of the inratio meter and comparative system inr were calculated. Both inratio and ref values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. Mean calculation from comparison test data provided by end-user revealed both inratio and lab values are within the confidence limits for inr testing. The results are not considered discrepant within the context of the documented variability for inr testing. (B)(6). It may affect test result. Meter and strips were not expected to be returned. Further testing is not required at this time. No corrective action required at this time.

Event description:
Caller alleged discrepant results compared with the lab. Results as follows: date: (B)(6)2009. Inratio: 5.4. Lab: 3.7.